Manufacturer narrative:
The field service engineer found the sipper probe was occulted. He cleaned the sipper probe and preventatively replaced the sample probe and seals. He performed operational and mechanical checks which passed. The customer performed and accepted qc. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas pro ise analytical unit. Sample 1 initial sodium result was 154 mmol/l and the repeat result was 139 mmol/l. The initial chloride result was 117 mmol/l and the repeat chloride result was 106 mmol/l. Sample 2 initial sodium result was 149 mmol/l and the repeat result was 139 mmol/l. Sample 3 initial sodium result was 149 mmol/l and the repeat result was 139 mmol/l. The repeat results were believed correct.

Manufacturer narrative:
The cobas pro ise analytical unit serial number was (B)(6). The investigation is ongoing.